Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9735843, serial/lot #: unknown. Analysis of the 9735665 found insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the navigation system camera cart was unable to connect to the localizer and there was an amber light on the camera. Medtronic representative logged into self-test and it stated firmware was missing from localizer. Cable connections to the camera and in the camera arm were checked. The back panel of the camera cart was taken off and confirmed that the cable connections were good. Representative tried to slide the internal chassis out to get to poe injector but stated that it felt like it was stuck. Representative then disconnected camera ethernet cable in the camera arm and connected another ethernet cable to the camera and the lower cable which resolved the issue and the camera functioned normally. There was no patient present when the issue occurred.